Manufacturer narrative:
Concomitant products: product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type lead. (B)(4).

Event description:
It was reported that a patient had a medical procedure (probably an MRI, per patient) that caused the patient¿s implantable neurostimulator (ins) to need to be reset. It was stated that it was ¿probably por¿ (power on reset). It was noted that the caller did not know when the supposed por occurred. It was stated that the supposed por was resolved by reset in the clinic. Additional information received reported that the information had been from the patient and that she ¿was cleared by the account¿. It was stated that the manufacturer¿s representative asked the account but they didn¿t remember or having information on the patient¿s por.